Manufacturer narrative:
During servicing the returned autopulse platform (sn (B)(4)) at zoll, the autopulse platform failed the run-in test due to fault code 08 (motor controller fault detected). The root cause for the observed fault code 08 was due to a broken component on the motor controller board. Based on the photos provided by the service team, the broken component on the motor controller board was likely caused by user mishandling such as drop, indicated by multiple damages on the covers, which were observed during the visual inspection. Upon visual inspection, noticed a large crack on the top cover, a twisted battery lock, and a broken part on the bottom enclosure and battery compartment. The observed physical damages were appeared to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. The autopulse platform was manufactured in 2008, and no documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since 2008. The autopulse platform passed the initial functional testing without any fault or error. However, the autopulse platform failed the run-in test using large resuscitation test fixture (lrtf) due to fault code 08 (motor controller fault detected). The motor controller board was replaced to address the observed fault code 08 during the run-in test. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During servicing the returned autopulse platform (sn (B)(4)) on (B)(6) 021, the autopulse platform failed the run-in test due to fault code 08 (motor controller fault detected). No patient involvement.